Event description:
It was reported that the pacer dependent patient presented in the emergency room after experiencing presyncopy. It was noted that there were several segms of non-sustained right ventricular oversensing due to lead noise. Inhibition of pacing was also noted. All the lead measurements were in range. Conductor fracture was suspected. The patient had an existing lead inside the body, with the pace/sense portion capped. The physician switched the capped pace/sense lead with the malfunctioning lead on an unknown date. Patient had no issues and was doing fine. No further information was available.

Event description:
It was reported that the pacer dependent patient presented in the emergency room after experiencing presyncope. It was noted that there were several segms of non-sustained right ventricular oversensing due to lead noise. Inhibition of pacing was also noted. All the lead measurements were in range. Conductor fracture was suspected. The patient had an existing lead inside the body, with the pace/sense portion capped. The physician switched the capped pace/sense lead with the malfunctioning lead on an unknown date. No further information was available.